Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control evaluated the customer's device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The customer will be provided with a replacement offer.

Event description:
A customer contacted physio-control to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.